Manufacturer narrative:
The device was received for evaluation. It was determined through testing that there was no external leakage of blood found on each dialyzer. Each dialyzer was found to have a yellow discoloration at the end of the fiber bundle. This yellow discoloration was not a internal or external leakage of blood inside the dialysate path, instead it was an incorrect distribution of pur (polyurethane) being coated on the outside of the fibers. The reported condition was verified. The cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with a revaclear 400, an external blood leak at the top and bottom of dialyzer was observed. The treatment was ended with partial blood restitution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.